Event description:
The technician alleged that the brake casters would not hold when they were set. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.